Event description:
It was reported that a patient had withdrawal starting (B)(6) 2015. The patient symptoms were ¿cold and clammy,¿ hot, shaky, and trembling. Onset of the symptoms was gradual. The pump could not be interrogated by multiple programmers (either the personal therapy manager (ptm) or 8840 clinician programmer). Interrogation was not possible either on (B)(6) 2015 or (B)(6) 2015. The patient was not on a bed that had any kind of power source. The pump was used to infuse fentanyl and bupivacaine. No intervention or outcome was reported. Follow up was being conducted to obtain information but it was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).